Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump has cosmetic damage and battery anomaly. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay, minor scratched lcd window and faded serial number label. Thus software was utilized and downloaded trace/history files properly. The insulin pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within specific range. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specifications. There was no low battery life or low battery alert noted in the device history file. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. In summary, the insulin pump was received with minor scratched lcd window and faded serial number label. The insulin pump was monitored for several hours and no unexpected low battery life or low battery alert noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged the insulin pump has cosmetic damage and battery anomaly. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay, minor scratched lcd window and faded serial number label. Thus software was utilized and downloaded trace/history files properly. Device passed the displacement test, sleep current measurement, self test and active current measurement. All currents within specification range. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specifications. There was no low battery life or low battery alert noted in the insulin pump history file. Device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. In summary, the pump was received with minor scratched lcd window and faded serial number label. Device was monitored for several hours and no unexpected low battery life or low battery alert noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was bumped and it had scratch on screen at bottom. Customer stated they were not able to read the screen. Customer also reported battery went dead very quick. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.